Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/12/2025, the user reported that the ilet screen cracked after being dropped. The screen was no longer responsive to touch and the device could not be operated. A replacement ilet was arranged, and the user planned to use backup therapy as needed. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.